Event description:
Multiple pts with similar type of events involving the medcomp split cath long term dialysis catheter. Examples of events: pt was referred for replacement of his right internal jugular ash split tunneled dialysis catheter because the red hub of the catheter was cracked. Catheter was inserted 2007 and needed replacement 2008. Red line of catheter was leaking. Examination of the red hub of the catheter revealed it to be cracked with a pin hole leak. Catheter was inserted 2007 and required replacement three days later. Pt has ash split catheter. When red lumen was flushed there was leaking. Catheter was inserted three days prior, and required replacement five days later. Pt has ash split catheter. At the time of a blood draw, a cracked red lumen was found. Catheter was inserted one month prior, and replaced the following month. Multiple catheters with cracked red or blue hubs required replacement of the catheter or repair with a catheter repair kit. Temporary harm to pts with no death or disability. A catheter with a cracked hub was provided to a rep from the MFR.